Event description:
It was reported that the catheter extension line pinch clamp was found to be broken and missing the locking tab. This issue was identified after the midline catheter had already been inserted into the patient. In response, a catheter extension line slide clamp was placed proximal to the affected pinch clamp to occlude the extension line and maintain functionality. No patient injury, harm, or adverse health consequences were reported in association with this event. The patient's condition was described as "fine." No additional medical intervention was required beyond placement of the slide clamp to manage the affected extension line.

Manufacturer narrative:
(B)(4).